Event description:
On 22nd august 2025, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that post-operatively the patient has experienced persistent negative dysphotopsia necessitating additional surgery to explant and exchange the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient has experienced persistent negative dysphotopsia leading to visual impairment/visual disturbances. The patient underwent an additional surgery whereby the lens was explanted and exchanged. Rayner's medical consultants have previously advised that neuro-adaptation can take up to six months to achieve and that a small percentage of patients (approximately 3-5%) are just never able to adapt to the functional style of the lens. "Deviation from target refraction" and "iol replacement or extraxction" are listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone spheric rao100c batch: 074246219 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance dtaa confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch: 074246219.